Event description:
Cautery unit being used with a monopolar handpiece that had the monopolar cord attached. While using the handpiece, the doctor looked at the cautery and saw sparks coming out of the cautery cord. Nurse turned cautery off and unplugged it and set it aside to be looked at.======================manufacturer response for cautery cord, jarit monopolar (per site reporter).======================our clinical engineering dept followed up with jarit and was told that the equipment is tested up to 100 uses. We estimate that 200 uses were on this cord. Regions has implemented a plan to check the cords more often.what was the original intended procedure?laparoscopic procedure.device #1is this a laboratory device or laboratory test?no.